Event description:
Info received states the pt was experiencing a buzzing and burning sensation at the ins pocket when the stimulation is turned on and off. Also feels this while lying down whether the stimulation is on or off. Ins is located in the right abdomen. Pt thinks this happened when she was told to cinch the recharging belt tightly while recharging and doing this is uncomfortable. This sensation was not happening before and she had the implant for a while. Otherwise stimulation is fine and she is getting good relief. Pt's scoliosis causes her to hunch over toward the right side while standing. Impedances were checked and were normal. Add'l info received states that the device is turning back on while pt is resting at night and has already turned the device off. When it turns on it causes an electrical-like pain in her abdomen and chest area. This has been happening for 4 months. When it happens programmer confirms device is off and at the last voltage used. X-rays both pa and lateral were done and leads are in good stable position. Reprogramming has not helped. Pt has follow up appointment with hcp and will discuss options at that time. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).